Event description:
During unsuccessful attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery due to anatomical tortuosity, the protective sheath partially retracted resulting in the stent dislodging off the balloon catheter. The stent embolized in the coronary vasculature. Prior to performing any remedial action, the pt had an acute cardiac arrest and was sent for urgent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.